Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated when analysis is complete.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that the lead conductors and silicone insulation were extremely stretched, separation was noted between the silicone insulation and tip anode ring due to stretching, insulation was torn, dried blood/body fluid was noted in the lumen. A pressure test of the outer insulation was performed. The lead did not pass due to the separation at the proximal end of the tip anode ring. The lead did not pass the guidewire test due to the presence of blood/body fluid.

Event description:
Boston scientific received information that during a routine device follow up, this left ventricular (lv) lead was observed to have dislodged. A revision procedure was performed. The lead was explanted. Another manufacturer's lv lead was successfully implanted. No adverse patient effects were reported.